Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. Event date reported incorrectly in initial mw; date is unknown.

Event description:
It was reported that the nail bent during insertion. It did not cause any harm to the patient. The physician used another nail. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. Visual inspection showed that the nail was broken due to distal locking. The reason was not clear without additional information from the doctor. It is possible that the ev was not bored or hammered too hard compared to the technique. This complaint is invalid from a manufacturing standpoint.